Event description:
Reporter alleged the customer was lethargic, "fainty" and light-headed when he was tested at school on the aviva system with a result of 122 mg/dl. Reporter stated that the school did not delay in calling the emts who obtained a result of 41 mg/dl on their system when they arrived. Reporter stated he was taken to the hospital after he was treated with orange juice and an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra test strips were peeling. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began at an unspecified date/time in (B)(6) 2010. According to the csr's documentation, the patient stated the alleged issue occurred both before and after the test strip was inserted into the meter; however, despite the reported test strip issue the patient indicated she continued to use the subject test strips and obtain blood glucose readings. The patient indicated she manages her diabetes with 10mg of glipizide and 1000mg of metformin; however, it is not known how often the patient tests her blood glucose, how often she administers her diabetes medications, and if the patient made any changes to her diet and/or diabetes management following the alleged issue. Per the csr¿s documentation, the patient also claimed her blood glucose readings were high; however, patient's specific blood glucose results as well as date/time of the results (subsequent to the alleged issue) were not provided. On (B)(6) 2010 at 10pm, the patient indicated she exercised; however, it is unspecified if the patient's action was in response to a blood glucose result she may have previously obtained (with the subject test strips). On an unspecified date/time in (B)(6) 2010, the patient alleged that as a result of the reported issue, she developed symptoms of weakness, sweating, hunger, and headache. Prior to the onset of the patient's reported symptoms it is not specified if the patient was testing with the subject test strip, what the patient's blood glucose result was before her symptoms began, and what action, if any, the patient took in response to the blood glucose reading.after the onset of her symptoms it is not specified what type of treatment (if any) the patient administered, how long her symptoms lasted, and what her blood glucose result was afterwards. For an unspecified reason, the patient stated she went to the emergency room (ER) on september 25, 2010 (at 8pm). It is not specified what the patient's blood glucose result was prior to her ER visit and if the patient was experiencing any symptoms at that time. According to the csr¿s documentation, during the patient's ER visit, the patient was seen by a health care professional; however, it is unspecified if the patient's blood glucose was tested. The patient denied she received any medical intervention and stated she left the ER because she did not want to be exposed to anything that she could potentially take home and expose her grand-daughter to. At the time of troubleshooting, the patient informed the csr she had obtained a control solution result that fell out of the control range; however, the patient stated she was unsure if the control test was performed properly. The csr trained the patient on the correct quality control procedure and control test passed. Replacement test strips were sent to the patient. Since the patient's specific blood glucose results (subsequent to the alleged issue) were not provided and a quality control test passed, it is unclear how the reported test strip issue lead to the patient's alleged symptoms; however, based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed a symptom suggestive of a serious injury after the alleged test strip issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k043197.